Event description:
Healthcare professional reported the 550 device was removing too much fluid from the pt during treatment. Follow up with the dialysis unit's administrator reveals there was no pt injury or medical intervention. According to the adminstrator, pt has no further incident details to provide and the device has since been moved to another facility.